Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 alarm occurred on an amia automated pd system during start-up. The patient was not connected at the time of the alarm. The technical service representative (tsr) explained the alarm, and the patient stated they would perform manual therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A manufacturing record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.